Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a failure was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 559:320:844:0000, found as an ancillary condition, confirms the customer reported condition. The root cause of this condition was determined to be that the open key on channel c could not be read. The channel c keypad was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a channel a failure. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.